Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: tech called in for help on 8015ls unit serial # 14465282 failure device type: failure problem type: failure mode: case resolution: tech has error code 100.5010 on 8015 ls unit, which has to with boot block software version is not compatible the software flashed into pc unit, reflash pc unit if flash fails next to replace is the logic board on unit. Ref: (B)(4).